Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged, via chest x-ray, a few days after it was implanted. As result, the patient underwent a revision wherein the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.